Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a bacterial infection. Hospitalization and patient outcome were not reported. The patient was treated with an unspecified drug (intraperitoneal) for treatment. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The peritonitis occurred on an unspecified date at the "end of (B)(6) 2022". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.